Manufacturer narrative:
Upon investigation of the reported device a new failure mode was confirmed and constituted a new awareness date reflected. The product was returned and the failure mode was not confirmed. The pneumo sure was visually inspected for damages, none were present. The warranty seal was intact. The pneumo sure was then connected to a gas bottle and dummy lap. The pressure was set at 15 mmhg, however overpressure was observed. The unit was calibrated and reconnected to a gas bottle and dummy lap. The set pressure at 15mmhg and was able to depict the actual pressure on the display. The gas supply display was checked with a full tank and a tank with less than 50 bar both times the device was able to depict the correct readings. The probable root cause could be, but not limited to calibration. The product was returned for investigation and the reported failure mode was not confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the gas reading on the insufflator was incorrect. Sometimes the device shows a full tank to be half full or empty.